Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: error e315 (incompatible scope), knob had crystallization. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, it is likely the following led to the additional malfunctions: due to contact of plug unit had corrosion, error e315 occurred, and the cause is traced to component failure. In regard to the "knob had crystallization", a definitive root cause could not be identified. Olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope was unable to be recognized. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.